Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was about a couple weeks ago the patient was having issues with recharging their implanted neurostimulator (ins). The patient's recharger would not register to charge and they had issues with it. The patient was supposed to have an MRI but they could not get it charged. They could not put the device into MRI mode so they had to reschedule the MRI. When trying to recharge the implant the patient would get no device found constantly and they would get a message to reposition. Sometimes the highest number they could get to was 10 in passive recharge and sometimes it would start at 0 or it would not even register at all. The controller would shut down and say wait 10 minutes and it would sit there and spin and it was locked. The recharging antenna cord where it connected to the paddle and the relay box got really hot. An email was sent to the repair department to replace the rechargers antenna.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger h3: analysis of the recharger (product ID 97755 lot# serial# (B)(6)) found a no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.